Manufacturer narrative:
A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. Complaints such as this are a known issue with this product line. The complaints are monitored closet for a forming trend and reported to management on a monthly basis. Production has been informed. We received the samples and tested them manually. The unused catheters were in conformity with norms. In the case of the used one, the conelock ring was missing. No error was detected during production.

Event description:
Yesterday evening ((B)(6) 2015) this user catheterized with a catheter which broke in two parts during catheterisation. He could open the catheter in the normal way, mentioned no differences. Inserting the catheter went as usual, but no urine came. He pulled the catheter out of the urethra and saw that the ch12 part didn't come out, only the ch18 part came out. The catheter was broken into two parts. Fortunately, he could grav the other half of the catheter and pull it out manually. He experienced no pain or bleeding and did not go to see a physician. I talked to him this morning and he was feeling fine. He is an experienced sccm user, used it for over 4 years.